Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the user opted to replace their vac pac device. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a hole which leaks. There has been no report of patient death, serious injury or delay in treatment. No patient involvement has also been reported. The vac pac device was reported to have been purchased in (B)(6) 2017 and has since been destroyed at the user facility.